Event description:
The customer reported the mainframe vertical column will not go up or down. Customer has two other c-arms on site and was able to do the case with one of them. No pt injury was reported.

Manufacturer narrative:
The ge svc rep replaced the power supply. The system operates as intended.